Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated she woke up during the implant procedure and no anesthesiologist was involved and then passed out during post procedure testing. Additionally, the patient is experiencing chest and neck pain when breathing deeply. No adverse patient effects were reported.